Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd microlance 3 needle was blocked before use, as "decapeptyl n 3.75 mg/ suspension" could not be injected. The following information was provided by the initial reporter: "-cannula is not permeable/needle 21g. -decapeptyl n 3.75 mg/ suspension could not be injected through green cannula."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 180901 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two syringes and a needle were returned for evaluation by our quality engineer team. Through examination of the returned samples, the needle was observed clogged as a result of medication use. Residue of medication was found in the two syringes provided. An additional twenty retained samples of the same lot number were obtained from the manufacturing facility for further investigation. The retained samples were assembled and no signs of incorrect fit, leakage, or clogging were observed. In certain circumstances, the drug product can be deposited within the cannula, causing the needle to become blocked or occluded due to crystallization. Occlusion is most likely to occur if a drug remains within the needle for an extended period of time. H3 other text : see h.10.

Event description:
It was reported that the bd microlance¿ 3 needle was blocked before use, as "decapeptyl n 3.75 mg/ suspension" could not be injected. The following information was provided by the initial reporter: "cannula is not permeable/ needle 21g. Decapeptyl n 3.75 mg/ suspension could not be injected through green cannula."